Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt had undergone a pocket revision procedure to relocate the ipg to the pt's abdomen. The pt believed that the pocket would be more comfortable in that location. This pt is reportedly doing well following the procedure.